Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Device was post-paced t-wave oversensing on the ventricular channel. Programming changes were made. Patient condition is good.